Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("removed hundreds of essure devices") in an unknown number of female patients who received essure. On an unknown date, the patients started essure. On an unknown date, the patients experienced medical device removal (seriousness criteria medically significant and clinically significant/intervention required). The patients were treated with surgery (removal of essure). Essure was withdrawn. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Company causality comment: this spontaneous case report refers to an unspecified number of patients who had essure inserted and then they have coils removed. This event is anticipated in the reference safety information for essure. This case has very limited information; however, as the consumers have to have the coils removed, the causality was assessed as related. Product technical complain is being sought. This is a litigation case e no active follow-up is allowed. Further information is expected only through litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 6-mar-2017: quality-safety evaluation was received. Company causality comment: this spontaneous case report refers to an unspecified number of patients who had essure inserted and then they have coils removed. This event is anticipated in the reference safety information for essure. This case has very limited information; however, as the consumers have to have the coils removed, the causality was assessed as related, and the case was regarded as incident. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. This is a litigation case no active follow-up is allowed. Further information is expected only through litigation process.